Manufacturer narrative:
A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unable to perform the displacement test due to broken reservoir tube lip. The insulin pump had minor scratched lcd window, cracked battery tube threads, missing reservoir tube o-ring, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 114 mg/dl at the time of the incident. The customer reported that this morning she was changing her set and half of the plastic ring on the reservoir compartment fell on to the floor. The other half is on the pump. The customer was able to put reservoir in but needs a new ring. The insulin pump was returned for analysis.